Event description:
Implant loss, patient has diabetes mellitus, periodontal disease at time of surgery, thread tap used, primary stability was achieved, implant was completely covered by bone, pain, right side numbness.